Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer reused insulin and did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 232-305 mg/dl. No additional information was provided.

Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. Per tandem¿s t:slim x2 with control-iq user guide: "residual insulin remaining in the cartridge (unusable)" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.